Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 508mg/dl. Troubleshooting was performed for high blood glucose. It was unknown that the automode was off or on. Customer had flu and cough and taking medicine for it. Customer was treated with bolus. Device will not be returned for the analysis.